Event description:
It was reported that during a laparascopic cholecystectomy procedure, there was an insufflation issue. The device was inspected and it was noticed that part of the seal was damaged. The trocar was removed and replaced. There was no adverse patient consequence.